Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedances, poor sensing amplitudes, and loss of capture at maximum outputs. Additionally, episodes of noise oversensing were observed. A lead fracture was suspected but could not be confirmed via x-ray. A revision procedure was performed and the high out of range pacing impedances were confirmed via a pacing system analyzer. This rv lead was explanted and replaced. No additional adverse patient effects were reported.